Event description:
Experienced PICC nurse placed PICC. Nurse had difficulty threading the line. Threaded many times over 90 minutes. The line showed contralateral on sherlock unit it finally dropped down. Chest x-ray was ordered and showed PICC in the svc. Later that night into next day, patient displayed cardiac arrhythmia. Second chest x-ray was ordered and it showed a 5cm length in the patient ventricle. Patient was taken to cardiac cath lab where the stylet was snared out with magnets. PICC still in place.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexl0586 showed no other similar product complaint(s) from this lot number.